Event description:
It was reported that the patient was having difficulty charging the ipg and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.